Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The ICD was reprogrammed with new a new morphology discriminator template and remains in use. No further patient complications have been reported as a result of this event.